Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/24/2025 the user reported experiencing difficulty completing a supply change due to an on-screen notification preventing continuation. The user was able to perform a dry run and then complete the supply change with new supplies without further issue. Blood glucose levels were not affected and no hospitalization or treatment was required. No long-term health effects were reported.